Event description:
Customer reported low blood glucose symptoms with result of 1.6 mmol/l obtained on the mobile system. Customer self treated with a banana, and tested 27.4 mmol/l and 3.2 mmol/l within 12 minutes on the mobile system. No adverse event related to the device was reported. Requested return of suspect device however customer no longer has the test strips; replacement was sent.

Manufacturer narrative:
The event occurred in (B)(4).